Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that after successful completion of an abdomen with runoff procedure, the advance 35 lp low profile balloon catheter snapped in two upon removal of the balloon from the patient. A portion of the catheter remained within the patient's anatomy and was able to be pulled out. A wire guide (manufacturer unspecified) was in place upon removal of the catheter; another manufacturer's 6 french (fr) sheath was utilized during the procedure. The balloon was allowed to return to ambient pressure once deflated. The lesion was located in the patient's common femoral artery; angulation and calcification were present. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.